Event description:
Head and neck pack was opened for first case in operating room 1. During initial count, surgical tech and rn noted a miscount for raytecs. 11 raytecs were counted when there is supposed to be 10. Pack information including lot# was collected and given to supplies personnel. Head and neck pack, sn (B)(4) lot# 685654. The standard for this pack is 10 raytecs, which could have led to a retained product without attention to detail.